Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump exposed to moisture. Customer performed self-test and it was failed. Customer stated pushing the whole reservoir out from the insulin pump when they rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed sleep current measurement and active current measurement. Device was monitored and tested with no unexpected battery power loss noted. No moisture damage on electronics and motor assembly noted. (B)(4).